Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, several episodes of oversensing due to noise were noted on the right ventricular (rv) lead. No intervention was performed and the patient was in stable condition. Further information was requested but not received.